Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Event description:
It was reported that the external pulse generator shut down immediately upon removal of the battery. The generator was returned for service. There was no patient involvement.